Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a sub-acute stanford type b/debakey type iiib aortic dissection. The physician intended to implant a conformable gore® tag® thoracic endoprosthesis just distal to the left subclavian artery. However, the left subclavian artery was unintentionally covered by the endoprosthesis when it was deployed. Bare-metal stent was implanted in the left subclavian artery to restore blood flow. After that, the procedure was concluded with no other issues. The patient tolerated the procedure.